Event description:
Following a catheterization procedure, an angio-seal device was deployed in the right femoral artery. Sometime later, palpable pulses in the pt's feet diminished and presented with an ischemic leg while still in the catheterization recovery room. Vascular consultation demonstrated an occluded common femoral artery. Normal pulses were noted on the left side. The pt was taken to surgery revealing a common femoral external iliac artery dissection which resulted in the occlusion. The pt had some artherosclerotic plaque posteriorly which is what appeared to have dissected. The angio-seal device was removed and an endarterectomy of the common femoral artery extending up to the external iliac artery was performed. Reconstruction of the artery with an interposition graft was also performed. Excellent pulses were immediately noted and hemostasis was achieved. The pt tolerated the procedure well, was transferred to the recovery room in stable condition, and was discharged the following day, 01/28/2000.